Manufacturer narrative:
A ge representative evaluated the system and reset a tripped circuit breaker. System operates as intended.

Event description:
Customer reported the system will not boot up. No pt injury was reported.